Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported phenomenon of a damaged electrode loop. It was noted that the electrode's loop and proximal ball tip was burnt and melted, however, the electrode passed continuity tests. The electrode and the working element would not lock in place due the damaged condition. It is believed that the cause of the arcing between the working element and the hf cable could be attributed to the devices not be properly connected or moisture/residue in the teflon body assembly.

Event description:
Olympus was informed that during an unspecified procedure, the device sparked. Olympus followed up with the user facility in an effort to obtain additional information regarding the reported event, but with no results.